Event description:
It was reported that starter for prepare,the anchor was broken. No patient injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. Dimensional assessment of the anchors major diameter found it within print specifications. The anchor was removed from the inserter and the inserter tines that interface with the anchor were also noted to be bent. The condition of the device indicates axial alignment was not maintained during anchor insertion. No root cause related to the manufacturing process can be established.

Event description:
It was reported that when started for preparing, anchor was broken. No patient injuries were reported. All pieces were removed.